Manufacturer narrative:
This report is submitted on 20 january 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to migration of the receiver-stimulator. The patient was re-implanted with a new device during the same surgery.